Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective pain relief and she is requesting to be explanted. The patient declined troubleshooting. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention (date unknown) where the ipg was explanted.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.